Event description:
Complainant alleged that during the incoming inspection of the product, the device displayed a bright dot on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.

Manufacturer narrative:
The customer has been sent a replacement device.